Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt reported seeing por (power on reset) on patient programmer (pp) and implanted neurostimulator recharger (insr) yesterday. Pt said they even tried taking batteries out of pp but still saw it. Pt also mentioned ins needed to be charged. Patient services had pt connect to implant with programmer and pt reported por. Patient services asked if informational or warning por, and pt mentioned they saw a triangle, but right after that pt said they could see their settings and battery levels on the screen. Pt then tried insr and was able to start charging ins. The troubleshooting steps that were taken on the call resolved the issue. No symptoms were reported.